Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined there was no issue after reboot. The field service engineer restarted the station, resulting in the printer becoming operational. The number board was tested and confirmed to be functional. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system, the user was unable to dispense medication from the device. The customer reported that the error took place while the medication was being dispensed to the patient, causing delay in dispensing process. There were no adverse events or injuries reported based on this incident.